Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® k3e 5.4mg plus blood collection tubes, clotting occurred in an unspecified amount of tubes. Mild foaming was also reported. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received 9 samples and 5 photos for investigation. The indicated failure mode clotting was observed however bubbles in the sample were not observed. The returned samples along with 100 retention samples were visually inspected, and no additive abnormalities were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were under statistical control for the month of december 2025. Additional testing is not indicated at this time. This complaint is unable to be confirmed for the indicated failure mode sample bubbles. This complaint has been confirmed for the indicated failure mode sample clotting. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using the bd vacutainer® k3e 5.4mg plus blood collection tubes, clotting occurred in an unspecified amount of tubes. Mild foaming was also reported. No patient impact reported.